Event description:
The account reported, that the electrosurgical unit (esu/generator) was involved in a patient incident during a polypectomy. The settings were forced coag @ 30 watts. Upon activating the esu, the patient jumped/flinched and a perforation occurred. The patient was admitted to the hospital. No further patient information was provided. Note: the medical center reported that they had other incidents of patient nerve/muscle stimulation resulting in a perforation. In at least one of those other cases a valleylab esu was involved.

Manufacturer narrative:
The erbe esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Although uncommon, the complication of a perforation is typical in electrosurgery. However, based upon the reported information, it appears that patients experienced neuromuscular stimulation (nms). The nms may have been a factor in the reported perforations. In this case with more than one esu involved (i.e., the other being a valleylab unit), it is most likely that a breach in an active cord(s) caused there to be low frequency currents when the esus were activated which was responsible for the patient's muscle contractions/spasms. Therefore, the customer will be advised to check all of their active cords for integrity. To further address the issue, additional in-service work was performed at the medical facility on 04/22/08. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.